Event description:
On (B)(6) 2011, a gore viabahn endoprosthesis was implanted for the treatment of iliac artery disease. On (B)(6) 2011, thrombosis of the endoprosthesis was observed. The pt received a thrombolysis treatment and another viabahn device was placed proximal to the previously placed viabahn device. The pt was fine post procedure.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.